Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Inspected lcd connector and no unlocked connector noted. The insulin pump was received with minor scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call that they had a keypad anomaly. The customer's mother stated the act button was not working properly when attempting to bolus. Customer's blood glucose was 190 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.